Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the reported dissection could not be determined. As the information provided by the customer was limited, it did not allow for assigning any contributing factors to the experienced event. However, patient anatomical conditions such as frail tissue and/or excessive force applied while placing the foot against arterial wall or manufacturing may have caused or contributed to this event. Based on the information available and the inspection criteria there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the device, attempted arteriotomy closure of the perclose proglide device of an unspecified vessel after an unspecified procedure. Reportedly, while using the device, a dissection occurred. It was not specified how the dissection was treated. There was no adverse patient sequela. Though requested, no additional information was provided.